Event description:
Essure is made of nickel in which I¿m allergic. One side partially fused and the other side didn't and became infected. Doctor wouldn't take it out at (B)(6). I had to go to (B)(6) and have a hysterectomy. Since I have had nothing but chronic bv and yeast infections.